Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was 60 mg/dl. Customer had experienced low blood glucose level was 140 mg/dl and within 30 minutes the customer's blood glucose were down to 70 mg/dl. Customer¿s current blood glucose was 198 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer had experienced symptom low blood glucose such as hunger. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was over delivery because out of no where the customer's blood glucose level will drop. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery anomaly and low blood glucoses found on 29-apr-2022. The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The insulin pump passed displacement accuracy test at 0.0875 inches. No unexpected alerts, alarms, or anomalies noted during testing. Pump's history and trace files downloaded successfully using thump software and carelink and generated reports. In the pump history and trace files found no bolus deliveries on the event date of 29-apr-2022. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint of low blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.